Event description:
The nurse observed drop of fluid total parenteral nutrition (tpn) on the outside of the filter or a smallbore trifuse extension set. The nurse wiped the drop away and watched as it reappeared. The nurse replaced the three way extension set with filter with a new one. No further problems. This event did not impact infant.